Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose. There were no reported bg values. The patient reportedly experienced diabetic ketoacidosis, unspecified ketones, chest pain, and abdominal pain. The patient reportedly discontinued insulin pump therapy and was treated with IV fluids and other unspecified treatment. The reporter stated that the pump¿s time and date reset to default settings with battery changes. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error. The pump displays the verify screen after it is rebooted, and the time and date must be set to confirm the verify screen.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 04/30/2015 with the following findings: the black box showed evidence of a time/date reset after a pump reboot. The pump was manually suspended on (B)(6) 2015 at 10:53 and manually resumed at 16:11. A manual time change was made on (B)(6) 2015 from 03:01 to 14:02. The pump was exercised for 24hrs with the returned battery and cartridge caps. After 24hrs the battery was removed for 6hrs and when reinserted, the time/date reset to default. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump completed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and a visible inspection confirmed the internal battery was leaking. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.